Event description:
It was reported that the insulin pump sustained damage to the battery compartment and alarmed failed battery test. The customer's mother stated that she had already replaced the battery, but this did not resolve the issue. The caller observed a closed circle on the insulin pump. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump, revert to the back-up plan of insulin pens, and request a new insulin pump from the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.